Manufacturer narrative:
A covidien customer svc engineer (cse) evaluated the e360 ventilator, and replaced the keypad, and the reported issue was resolved. The ventilator was repaired and was functioning per specifications. (B)(4).

Event description:
It was reported by a customer from (B)(6) that the e360 ventilator alarm silence button was unresponsive during use. The alarms were silenced for a minute before they were audible again. The buttons on the front panel were not functioning appropriately. The pt was transferred to another ventilator. There was no pt injury reported.